Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the implantable cardioverter defibrillator (ICD) detected 3 high rate non-sustained episodes and 1 atrial tachycardia (at)/atrial fibrillation (af) episode which appears to be noise. The device remains in use and appears to be functioning as programmed. Follow-up investigation revealed that the high rate episodes and noise were related to a craniotomy procedure performed on the patient. No patient complications have been reported as a result of this event.